Manufacturer narrative:
The 510 (k) # is k073231.

Event description:
A health care professional (hcp) reported blood glucose results of "160 mg/dl" with a lifescan meter and "80 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy.